Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was charging slower than expected. Reportedly, the customer switched between using the tandem-provided charging supplies and alternate charging supplies, however the issue persisted. Reportedly, after approximately an hour the pump battery began to charge as expected. The customer's blood glucose level was 168 mg/dl.